Event description:
The customer states that a patient sample processed using a cell-dyn 1800 analyzer generated falsely low hemoglobin results (8.4, 8.0, 7.9, and 7.8 g/dl) compared to the patient's historical test result of 12.0 g/dl the previous month. The results were questioned by a physician with no adverse outcomes reported related to this issue. The customer had also tested two additional samples from different patients that also had lower than expected hemoglobin results. The samples were not repeated nor the results reported for these patients. Service was dispatched to investigate the issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.